Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that electro-magnetic interference caused by left ventricular assist device ¿ lvad resulted in oversensing and temporary loss of capture. The implantable cardioverter-defibrillator was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
Correction: implant date - should have been (B)(6) 2014 rather than blank.